Event description:
Caller states patient tested 2.4 inr on the coaguchek xs plus system while a comparison lab returned as 3.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.